Event description:
Attempt at hemostasis with a perclose proglide was unsuccessful. The suture was not attached to the needle on withdrawal of the needle. When the foot plate lever was returned to the initial position, the device could not be withdrawn from the vessel. It felt as if the foot plates remained open and lodged in the vessel. Patient referred to vascular surgery for removal and surgical repair of artery.